Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission and in-person device interrogation in emergency room (ER) noted that the right ventricular (rv) lead exhibited loss of rv capture due to increased capture threshold and intermittent undersensing due to significant decrease in r waves sensing. Additionally, the right atrial (ra) lead was noted to exhibit intermittent undersensing due to decreased p waves sensing. Programming changes on both the ra & rv leads were done; the leads will continue to be monitored. The patient was in stable condition.